Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured from march 13, 2015 ¿ march 16, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor failed to deliver its any of its contents. This occurred during patient infusion of fluorouracil and was noticed seven days after patient connection. Prior to patient connection, flow was not checked. The device was kept at room temperature, and the flow restrictor was not in contact with cold surfaces. No drug crystallization was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.